Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps complaint of back up audible alarm post system failure was confirmed during testing and revealed in event log. This was as indicated, the mother board needing replacement. Action was taken to replace the mother board. The device overall was in excellent condition. Device passed delivery testing and ready for service.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps revealed system failure error code, spoke motherboard needs to be replaced.. No patient adverse events occurred.